Manufacturer narrative:
Qn# (B)(4).

Event description:
During insertion of spring wire guide into the patient, the physician felt the guidewire was bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for analysis. Signs-of-use in the form of biological material was observed inside the yellow advancer tubing. Visual analysis revealed that the distal end of the guide wire was severely kinked. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the damage. The kinks in the guide wire measured 43mm, 48mm, and 52mm from the distal weld. The guide wire total length measured 354mm, which is within the specification limits of 350mm-355.6mm per the guide wire graphic. The guide wire outer diameter measured .612mm, which is within the specification limits of .610mm-.635mm per the guide wire graphic. The guide wire was passed through a lab inventory 20 ga introducer needle. Little to no resistance was observed. Performed per IFU statement, "using the two-piece arrow advancer , advance spring-wire guide through guide wire introducer needle or catheter into vein". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also states , "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three major kinks near the distal end of the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During insertion of spring wire guide into the patient, the physician felt the guidewire was bent. A new device was obtained for use. No patient harm reported. The patient's condition is reported as fine.